Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a loose fitting was found on a n ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter after insertion, which caused an air leak. The physician cut the body of the catheter to remove the device. The procedure was completed with the exchanged device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a review of the complaint history, device history record, documentation, specifications, as well as a functional test, visual inspection and dimensional verification of the returned device were conducted during the investigation. One mac loc catheter was returned in used condition with no surface damage noted on the device. A leak test was conducted and confirmed the presence of a leak between the catheter tubing and the connector cap. A tug and twist test revealed that the proximal assembly was secure, however it was noted that the catheter tubing was able to freely rotate within the cap, indicating that the flare was not fully compressed. Upon removal of the cap, the suture string was found to be slightly wound in the threads. The flare appeared lopsided and out of round, but due to compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was made to specifications. Dimensional analysis confirmed that components of the device were manufactured within correct specifications and tolerances, however the number of adapter threads showing exceeded what was detailed in manufacturing specifications. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the device was not made to specifications. A review of the device history record showed no nonconforming events that could have contributed to this failure mode. It should be noted that there were no other complaints associated with this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause was determined to be manufacturing related. The connector cap was not adequately torqued onto the hub. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.